Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA: (B)(4) for iui's. A review of the device history record for (B)(4) was performed from date of manufacture 4/23/2012 to the present date 10/16/2020 and note that this device has been returned for service # of times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported a cracked front case. No patient involvement is noted.